Event description:
The event is reported as: this complaint was received via a maude event form from the FDA. The cuff did not deflate when the device was removed. No injuries reported.

Manufacturer narrative:
It is unk if product will be received for investigation. Product has not been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.